Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the scrdriver shaft t8 cylindric w/groove sh was stripped and twisted the observed condition was consistent as an end of life indicator for the device. No other issues were identified. After a visual inspection, it was determined that the reusable instrument device was stripped from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed stripped and twisted condition of scrdriver shaft t8 cylindric w/groove sh would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part number: 313.304 lot number: 20p6715 manufacturing site: haegendorf release to warehouse date: 27 november 2019 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, there were problems with the metal removal of a dorsal distal tibial plate. The reason for the attempted hardware removal was that the patient wanted the material removed from osteosyntheses in 2020. Several screwdrivers/attachments were demolished while trying to remove the screws. The physician was unhappy that the screws had to remain in the patient, and there was a surgical delay of approximately one hour. No other medical intervention was required, but the surgery was not completed successfully, as the osteosynthesis material remained in the bone. After visual examination of the returned products on may 23, 2023, it was found that additional devices were stripped. This report involves one scrdriver shaft t8 cylindric w/groove sh. This is report 3 of 6 for (B)(4).